Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor memorygel breast implant lot number 5748936. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants on (B)(6) 2007 experienced symptoms 4-5 years post implantation. The patient reported extreme fatigue that has worsened with brain fog, and joint pain. She also reports burning pain in her breasts, and upper and lower back. The joint pain is most severe in her shoulders but is also in her hands, hips, and feet. She has had lab work done, and no result was notable. The patient has the explantation procedure scheduled. No product issue, such as deflation, was reported.